Event description:
It was reported that the procedure was to treat a lesion located in the totally occluded, heavily calcified, 98% stenosed mid right coronary artery. After pre-dilatation of the lesion was performed, an attempt was made to cross the 2.75x38 mm xience prime stent delivery system (sds); however, after several forceful attempts were made to cross the lesion, the proximal shaft of the sds separated. A new 2.75x38 mm xience prime crossed successfully. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the IFU deviation appears to have caused or contributed to the reported difficulties.